Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the investigational finding of the returned device. The device code 1601: c62835: stretched was removed from h.6. [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting a cerebral aneurysm at the right internal carotid-posterior communicating artery (ic-pc), the access site was the right femoral artery and a puncture was made with a 6f guiding sheath. The approach was made in the right internal carotid artery and a concomitant microcatheter was inserted into the target lesion; some coils were implanted and then the 1.5 mm x 3 cm galaxy g3 mini coil (glm915030 / l14296) was delivered. The coil position in target lesion was deemed acceptable but when the physician attempted to detach the coil by pressing the detachment control button using the enpower control cable (ecb00018200 / l14797), the coil could not be detached. It was confirmed that the coil was connected to the delivery wire; the detachment button was pressed three times, but the coil did not detach. It was reported that the green system ready light did not illuminate. As a result, the coil was removed from the patient. It was reported that a pre-deployment electrical check was performed. The 1.5 mm x 3 cm galaxy g3 mini coil and the enpower control cable were replaced; another 1.5 mm x 3 cm galaxy g3 mini coil was used, and the procedure completed without any further issue. It was confirmed that the original 1.5 mm x 3 cm galaxy g3 mini coil was not subsequently used in the patient. Adequate and continuous flush was maintained in the microcatheter at all times. Prior to the complaint coil, other coils went through the microcatheter and were implanted. It was reported that the coil was not stretched when it was removed from the patient. There was no report of any patient injury or complications; the event did not result in a procedural delay. The product was received for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.5 mm x 3 cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The device hub was observed without any damage. The device positioning unit (dpu) was observed kinked at 140 cm and 170 cm from the proximal end; it was also observed to be protruded from the introducer. The marker band was observed at 38 cm from the hub; this is within specification. The resheathing tool was observed in good condition. The coil introducer was unzipped but in good condition. Microscopic inspection was performed on the device. The v-notch is in good condition. The resistance heating (rh) showed evidence of being heated. The articulation joint was in good condition. The embolic coil was partially protruding from the introducer and was in kinked condition. With the articulation joint and the embolic coil received partially protruded from the coil introducer, functional testing could not be conducted on the device. The reported issue that the 1.5 mm x 3 cm galaxy g3 mini coil failed to detach was not duplicated due to the articulation joint and the embolic coil being partially protruded from the coil introducer. The kinks observed on the dpu was likely due to applied excessive force, though the exact cause cannot be conclusively determined. The evidence of the rh being heated was likely due to the detachment button being pressed three times during the procedure when the physician was attempting to detach the coil. A review of manufacturing documentation associated with this lot: (l14296) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Failure to detach is a known potential product issue associated with the use of the device. The IFU contains several cautions relating to these situations, including instructions for troubleshooting should they be encountered during use. Per the IFU: ¿if a fault light is detected, the system ready light is not illuminated, or there is no detachment after two detachment attempts, replace the dcb unit. If detachment still does not occur, carefully withdraw the entire microcoil system and redeploy a new microcoil system.¿ though functional analysis could not be duplicated on the returned device, based on the device history record review, there is no indication that the event is related to the device manufacturing process. Coil related issue such as kinking is also known potential issue with the use of the device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. The kinked condition of the coil was not originally reported with the complaint. The exact cause of the observed kinked condition of the embolic coil could not be conclusively determined; however, the coil could have become kinked during attempts to withdrawal the coil against resistance. It is also possible that circumstances of the procedure and/or device manipulation/interaction, or during the handling of the device to prepare it for return may have resulted in force inadvertently applied that could have caused the observed condition of the coil. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that 1.5 mm x 3 cm galaxy g3 mini coil left the manufacturing facility in the kinked condition that was observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(6). Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l14296) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting a cerebral aneurysm at the right internal carotid-posterior communicating artery (ic-pc), the access site was the right femoral artery and a puncture was made with a 6f guiding sheath. The approach was made in the right internal carotid artery and a concomitant microcatheter was inserted into the target lesion; some coils were implanted and then the 1.5 mm x 3 cm galaxy g3 mini coil (glm915030 / l14296) was delivered. The coil position in target lesion was deemed acceptable but when the physician attempted to detach the coil, the enpower control cable (ecb00018200 / l14797) was connected, the green system ready light did not illuminate. As a result, the coil was removed from the patient. It was reported that a pre-deployment electrical check was performed. The 1.5 mm x 3 cm galaxy g3 mini coil and the enpower control cable were replaced; another 1.5 mm x 3 cm galaxy g3 mini coil was used, and the procedure completed without any further issue. It was confirmed that the original 1.5 mm x 3 cm galaxy g3 mini coil was not subsequently used in the patient. Adequate and continuous flush was maintained in the microcatheter at all times. Prior to the complaint coil, other coils went through the microcatheter and were implanted. It was reported that the coil was not stretched when it was removed from the patient. There was no report of any patient injury or complications; the event did not result in a procedural delay. The products are reported as available to be returned for evaluation. Preliminary photo images of the complaint device were captured by the j&j (B)(6) affiliates. Functional analysis will be performed once the product is received.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting a cerebral aneurysm at the right internal carotid-posterior communicating artery (ic-pc), the access site was the right femoral artery and a puncture was made with a 6f guiding sheath. The approach was made in the right internal carotid artery and a concomitant microcatheter was inserted into the target lesion; some coils were implanted and then the 1.5 mm x 3 cm galaxy g3 mini coil (catalog #: glm915030 / lot #: l14296) was delivered. The coil position in target lesion was deemed acceptable but when the physician attempted to detach the coil by pressing the detachment control button using the enpower control cable (catalog #: ecb00018200 /lot #: l14797), the coil could not be detached. It was confirmed that the coil was connected to the delivery wire; the detachment button was pressed three times, but the coil did not detach. It was reported that the green system ready light did not illuminate. As a result, the coil was removed from the patient. It was reported that a pre-deployment electrical check was performed. The 1.5 mm x 3 cm galaxy g3 mini coil and the enpower control cable were replaced; another 1.5 mm x 3 cm galaxy g3 mini coil was used, and the procedure completed without any further issue. It was confirmed that the original 1.5 mm x 3 cm galaxy g3 mini coil was not subsequently used in the patient. Adequate and continuous flush was maintained in the microcatheter at all times. Prior to the complaint coil, other coils went through the microcatheter and were implanted. It was reported that the coil was not stretched when it was removed from the patient. There was no report of any patient injury or complications; the event did not result in a procedural delay. The product was received for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.5 mm x 3 cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The device hub was observed without any damage. The device positioning unit (dpu) was observed kinked at 140 cm and 170 cm from the proximal end; it was also observed to be protruded from the introducer. The marker band was observed at 38 cm from the hub; this is within specification. The re-sheathing tool was observed in good condition. The coil introducer was unzipped but in good condition. Microscopic inspection was performed on the device. The v-notch is in good condition. The resistance heating (rh) showed evidence of being heated. The articulation joint was in good condition. The embolic coil was partially protruding from the introducer and was in stretched and kinked condition. With the articulation joint and the embolic coil received partially protruded from the coil introducer, functional testing could not be conducted on the device. The reported issue that the 1.5 mm x 3 cm galaxy g3 mini coil failed to detach was not duplicated due to the articulation joint and the embolic coil being partially protruded from the coil introducer. The kinks observed on the dpu was likely due to applied excessive force, though the exact cause cannot be conclusively determined. The evidence of the rh being heated was likely due to the detachment button being pressed three times during the procedure when the physician was attempting to detach the coil. A review of manufacturing documentation associated with this lot (l14296) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Failure to detach is a known potential product issue associated with the use of the device. The IFU contains several cautions relating to these situations, including instructions for troubleshooting should they be encountered during use. Per the IFU: ¿if a fault light is detected, the system ready light is not illuminated, or there is no detachment after two detachment attempts, replace the dcb unit. If detachment still does not occur, carefully withdraw the entire microcoil system and redeploy a new microcoil system.¿ though functional analysis could not be duplicated on the returned device, based on the device history record review, there is no indication that the event is related to the device manufacturing process. Coil related issues such as kinking and stretching are also known potential issues with the use of the device. The IFU provides proper handling instructions for the device to prevent such issues from occurring. The kinked and stretched condition of the coil were not originally reported with the complaint. The exact cause of the observed kinked and stretched condition of the embolic coil could not be conclusively determined; however, the coil could have become stretched and kinked during attempts to withdrawal the coil against resistance. It is also possible that circumstances of the procedure and/or device manipulation/interaction, or during the handling of the device to prepare it for return may have resulted in force inadvertently applied that could have caused the observed condition of the coil. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that 1.5 mm x 3 cm galaxy g3 mini coil left the manufacturing facility in the kinked and stretched condition that was observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on (B)(6) 2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.